Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached limb was identified in the ivc wall prior to the retrieval of the filter. The filter and the detached limb were retrieved successfully using a snare device. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.